Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, it is likely that the following led to the malfunction: we could not identify the foreign material. Since the provided information did not provide whether the user conducted reprocessing in accordance with the instruction for use, we could not specify the cause of the foreign material remaining in the device. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There was no patient involvement.